Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The company representative reported that the esis ECG leadwires were exchanged for another set and the problem was resolved. It was reported that the customer later connected the faulty leadwires to another iabp and had the same issue of no ECG signal; indicating that the issue was with the wires and not the iabp.

Event description:
It was reported that while the patient was being transported on the intra-aortic balloon pump (iabp) from the operating room to ICU, an interface cable being used was disconnected. The ECG cable was connected but the iabp had no ECG signal on the display. This event occurred during use on a patient, however no adverse event was reported.